Manufacturer narrative:
5/15/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an abdominal hysterectomy procedure, the staples did not lock together. The surgeon sutured to complete the procedure without pt injury.